Manufacturer narrative:
Analysis found that the cpu pcb was corrupted. The rubber feet on the pivot block are missing and have been replaced with a velcro strip. The cpu board and rubber feet have been replaced. The mainframe was tested successfully according to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the mainframe was not working. There was no patient impact.